Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported via our sales rep, that during surgery, that the tip of the serfas energy was broken off. The surgeon removed the broken pieces and completed the surgery using a replacement.